Event description:
On (B)(6) 2013, the patient contacted animas to report that she experienced elevated blood glucose (bg) requiring medical intervention after forgetting to reconnect to the pump and leaving the pump out in the heat. On (B)(6) 2013, the patient stated that she disconnected from the pump and went swimming, and forgot to reconnect to the pump afterwards. The pump was reportedly left outside in the heat. The patient stated she started ¿feeling bad¿ on (B)(6) 2013 and then realized she had forgotten to reconnect to the pump. The patient stated that when she tried to resume insulin pump therapy the pump would not work. The patient was reportedly admitted to the hospital on (B)(6) 2013 with a diagnosis of diabetic ketoacidosis. The patient¿s bg upon hospital admission was not provided. The patient reported ketones and symptoms of nausea, vomiting, abdominal cramps, severe increased thirst, urination, and confusion. The patient noted she did not change the site or the insulin after being disconnected from the pump overnight. While on the phone with customer technical support (cts), the patient checked the site and found that the cannula was bent. The patient was to resume the pump once she was able to get supplies at the hospital. The pump reportedly had emitted an auto off alarm due to the buttons not being pressed for more than 24 hours. Cts reviewed the pump with the patient and found all settings and histories were correct. Troubleshooting determined that multiple factors contributed to the reported bg excursion and subsequent hospitalization: the patient was off the pump for an unspecified amount of time, the pump and insulin were left out in the heat, which can result in degradation of the insulin, and the infusion set cannula was bent. This complaint is being reported based on the allegation that the patient experienced severe hyperglycemia related to use error of the pump.

Manufacturer narrative:
The pump has not been requested for return. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.